Manufacturer narrative:
Medical devices continued: k063 competitor ipg implanted: (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead noise algorithm was frequently kicking in causing blanking and inappropriate mode switching. The lead was reprogrammed and remains in use. The patient is enrolled in a product surveillance registry. No patient complications have been reported as a result of this event.